Event description:
It was reported that the homechoice (hc) device had a burning smell coming from it, during the drain, while the patient was connected. The patient stated that after the hc started giving off the burning smell, it had turned off. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in 1998. The device was returned to baxter and the evaluation is complete. A review of the event log could not identify the reported problem. A visual inspection was performed with no issues noted. Functional testing was performed after an unrelated issue was remedied. The reported problem could not be reproduced through functional testing. A simulated therapy was performed with no issues noted. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Voluntary report number: mhra ref (B)(4). Initial reporter address: (B)(6). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up medwatch will be submitted.